Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Description: a customer in canada notified biomérieux of obtaining a misidentification of granulacatella elegans as listeria monocytogenes in association with the vitek® ms (ref (B)(4), serial (B)(4)). The customer reported that the vitek® ms obtained a result of listeria monocytogenes. The isolate was sent to a reference laboratory where it was identified as granulacatella elegans. There is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in canada notified biomérieux of obtaining a misidentification of granulacatella elegans as listeria monocytogenes in association with the vitek® ms (ref (B)(4), serial (B)(6) ). Investigation fine tuning status good at the time of acquisition. According to the vilink alert tool criteria, fine tuning status was at the limit during the tests made between 27 and 28 mar 2021. Spot preparation quality the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values were heterogeneous. The fine tuning indicators acceptance criteria could be affected by the non-optimal fine tuning made prior to the misidentification and by the quality of the calibrator spot preparation. In these conditions, the vilink alert tool might not reflect the real status of the system. Good fine tuning and good calibrator spot preparation are a prerequisite for monitoring the system using the vilink alert tool. Kb review based on the information provided, the expected identification has been defined as granulicatella elegans which is present in vitek ms kb v3.2. Sample data analysis the analysis of the mzml sample shows that number of all peaks were heterogeneous (between 33 and 84). Mis identification were obtained with the lower number of ¿all peaks¿ (33 and 47) and with a low identification score (-0.19 to -0.4) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (30 for the ¿all peaks¿ and -0,4 for the score). This suggests the issue reported be due to a non-optimal spot preparation. Where the customer data shows a good spectra, with a good number of peaks (87 and 55), spectra led to the expected identification as granulicatella elegans with a good score level (0.76 and 0.61). Reprocessing the customer data with vitek ms kb v3.3 (under development), spectra led to similar results. However, the spectra linked to a misidentification of e. Faecalis led to a no identification (eliminating the malfunction). Conclusion the information provided by the customer indicates that they obtained a misidentification due to a bad quality of spectra (linked to a non-optimal spot preparation or/and non-optimal fine tuning) local customer service provided the customer with additional training materials to help improve their spot preparation technique. Customer service also provided information regarding vitek® pickme¿ (ref (B)(4) to help with sample spot preparation. Lastly, service suggested the customer perform a new fine tuning that ensures all of the mandatory acceptance criteria are met.